Event description:
An implant card later reported that the patient had generator replacement on (B)(6) 2016 due to neos. The device was discarded so analysis is unable to be performed.

Event description:
The patient's generator was identified as having been affected by a manufacturing error that led to the generator remaining programmed on to a high output state for about two months as a result of an incomplete final electrical test at time of manufacturer. During the time that the device remained programmed on, the generator is believed to have used a significant amount of battery capacity. The calculated projected life accounting for the time that the device remained on did not meet the design requirements for battery longevity. This issue does not affect the actual performance of the device. However, it does result in reduced battery life. The physician was notified via field action notice letter. It was later reported on (B)(6) 2015 that the patient was referred for replacement. The physician believes that the device was nearing end of service. No surgical intervention has occurred to date. No additional relevant information has been received to date.